Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 76-year-old female patient was placed on impella cp support due to cardiogenic shock. While on support, the physician was unable to palpate or doppler pulses in the right lower extremity (rle). Rle was mottled. The patient was critically ill and eventually expired while on support. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome. Patient's peri-procedural condition was critical.